Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 23rd january 2013. The device was returned with the reported fault of ¿not switching on¿. Upon visual inspection of the device the -ve terminal pogo pin was found to have failed. This would confirm the reported fault. Under closer inspection it was determined that the spring of the pogo pin had failed, which had prevented the pin from springing back into position. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations throughout the device memory and subsequently an incomplete log entry on 27th april 2020. The fault could not be replicated with a new -ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
The green light is not coming on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The green light is not coming on. There was no patient involved in this event.